Event description:
It was reported the procedure was being performed in resuscitation room 1. During insertion into the pt's subclavian, the hub of the introducer needle didn't fit well with the hub of the syringe. Accidental disconnection is too frequent and air bubbles appear in the syringe during the blood aspiration. They continued the procedure without issue and used the syringe. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.